Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue. The optic was torn and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aq2010v and the haptic tore during insertion. The lens was cut into pieces before it was removed. There was no pt injury.